Manufacturer narrative:
The radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown.

Event description:
According to the complaint, when using the abl90 flex analyzer ( B)(4) on (B)(6) 2023, a bedside blood gas analysis report was drawn from the patient, which showed a blood potassium level of 2.0mmol/l (reaching the critical value standard). The test results did not match the clinical symptoms. A new blood gas analysis was taken in the lab for re-examination, which showed a blood potassium level of 3.9mmol/l. An emergency electrolyte blood potassium level of 4.32mmol/l was sent for examination. Therefore, the accuracy of the test results of the abl90 flex analyzer is questionable.